Event description:
It was reported that the user announced a meal on the ilet but then did not eat, later experiencing hyperglycemia that was not affected by the announcement. Symptoms included elevated blood glucose without hypoglycemia or other adverse clinical effects. Outcomes included no medical intervention, no alarms or alerts, and no hospitalization. Investigation included review of device use history and user-reported events with troubleshooting and education provided regarding appropriate use of meal announcements. Investigation of this case revealed normal device function with no device or component malfunction identified, and the event was consistent with an accidental or inappropriate meal announcement without carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.